Event description:
It was reported the customer experienced an occlusion alarm. Despite these alarms, there was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.